Event description:
In situ measurements from (B)(6) 2021, reportedly show abnormal results and poor hearing performance. The re-implantation surgery took place.

Manufacturer narrative:
Conclusions: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements from (B)(6) 2021 reportedly show abnormal results and poor hearing performance.